Event description:
Right and left sided kls martin microzurich mandibular distractors were surgically implanted and subsequently the left side broke and then the right side broke requiring additional surgeries. Details: newborn with severe small lower jaw affecting airway/breathing and feeding function. Child underwent surgical placement of bilateral jaw distractors. Nine days later, left sided jaw distractor device broke and child required return to surgery. Fourteen days later, right sided jaw distractor device broke and child required returned to surgery for bilateral removal of device and bilateral replacement with another jaw distractor device made by another manufacturer. Surgeon noted that both left and right jaw distractors broke at the same place.